Event description:
The customer initially reported a vague parts request for battery, ECG cables, and dea cables and was asked for clarification. On (B)(6) 2016 philips received additional information. It was reported that the ready for use indicator (rfu) showed a red blinking x and an inop status, a power interrupted message after a few minutes of use and a device restart when pressing the "charge" button during the operational test. There was no patient involvement.